Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was an issue with the gas filter. The gas filter was placed properly but not depressing the switch for the warming process and would not stay in place. There is also an issue with the latch door. Additional information was not available. No patient involvement or injury was reported.